Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. An attempt to charge and boot was performed and passed. The log was downloaded and reviewed finding unexpected power-on events within the investigation window the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D9: device availability additional information. H2: additional information/ device evaluation. H3: device evaluated by manufacturer additional information. H6: adverse event problem additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.